Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of three (3) extension sets were peeling apart. It was further reported that the location is not on the part that is normally peeled to open. This was noted prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. Three (3) actual samples were received for evaluation. A visual inspection was performed which revealed opened packaging for all samples. Dimensional testing was performed at the seal of the packaging; the sealed area was found to be uniformed and complete. The reported condition was verified. The cause of the condition was due to low vacuum provided by the machine during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.